Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation and medical records, that a patient with a 21mm 8300ab aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 2 months due to severe aortic stenosis, thickened valve leaflets with restricted motion. The patient presented with symptoms of heart failure. The tmvr was performed successfully with non-edwards device with no complications. The patient was sent to pacu post procedure in stable condition and was discharged on pod#1. Per medical records, tee demonstrated severe bioprosthetic aortic stenosis with thickened leaflet and restricted motion (mean gradient 34 mmhg).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus (dm), hyperlipidemia (hld), coronary artery disease (cad), coronary artery bypass graft (CABG), and smoking. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.